Event description:
Transfer set with a leak in the twist clamp area. Rn stated the home patient noted dripping in the clamp area. The transfer set had been in use one month. The patient received a transfer set change. No patient injury or medical intervention reported per home rn.